Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: 694958 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the patient experienced an infection with vegetation on the right atrial (ra) lead. Cultures were taken and the patient was treated with antibiotics. The cardiac resynchronization therapy defibrillator (crt-d) was extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.